Event description:
While the ventilator was connected to pt the therapist noticed that the pt could not exhale and the expiratory valve stayed shut. The ventilator was removed and replaced with another one.